Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during set up, the dyonics 25 fluid management system was beeping and it displayed an error message and said to check the cassette, when it was pulled out, there was water pouring out of one of the sensors at a high pressure. The machine was wiped, dry and reset. However, it continued beeping and displaying the error message. The procedure was completed using a competitor device, and it is unknown if there was a surgical delay. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). A1: updated to none. H3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with these events is returned at a future date, this investigation will be reopened for evaluation.